Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, a shaft break occurred. The 95% stenosed, calcified, target lesion was in the extremely tortuous proximal left anterior descending (lad) artery. The lesion was predilated with an unk type balloon catheter. The physician had selected and attempted to advance a 2.5x12mm taxus express2 drug eluting stent but "it was difficult". The physician "pushed" and the hypotube kinked. During withdrawal, the device fractured at kink at the distal side of the hub. The device was outside the pt's body when the fracture occurred. The procedure was completed with a 2.5x16mm taxus express2 des. There were no pt complications reported with the pt's current condition listed as "good".

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.